Manufacturer narrative:
Broken off piece at the cartridge holder and inpen front shell does not stay attached. Inpen was also received with broken bayonet fittings. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of the travel. Unable to perform baseline and wireless functionality including displacement dose accuracy test due to expired inpen. Inpen battery lifetime last 1 year after first paring. It is possible battery life decreased as expected and the low battery icon appears several times near the end of the battery lifetime. Inpen working as designed. Performed leadscrew reset torque test. Inpen passed and is within specification (ccw: 4.55ozf-in). Inpen passed front cap investigation. In conclusion: no mechanical malfunctions noted during testing that could affect insulin delivery. Therefore, the customer concern of leadscrew anomaly could not be confirmed. However, inpen received with broken off piece at the cartridge holder. Physically damaged cartridge holders can affect insulin delivery. The customer concern of physical damage at cartridge holder was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the screw is not moving properly, causing insulin not to come out properly and causing high blood glucose. The customer stated that the insulin cartridge was not fitting the cartridge holder. The customer reported a blood glucose value of 280 mg/dl. The customer experienced hyperglycemia and was treated with a manual injection. The event involved product(s) mmt-105nnpkna. Troubleshooting was not performed for the high blood glucose and damaged inpen. Troubleshooting was partially performed for the screw movement issue. No further patient complications were reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-105nnpkna was requested, and the customer's response was that the device would be returned.